Event description:
Pt was admitted for repeat c-section and positioned for spinal anesthesia. During the placement of the spinal anesthetic, spinal needle lodged and broke off under the skin. Patient was taken to surgery for surgical removal of needle. Unsure of lot number for actual product. Staff threw away the packaging. Other lot on the shelf is 0062030729; gtn:04046954180590.